Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.